Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. No crack at the case (reservoir compartment) noted during visual inspection. However, the pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The following were also noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage at the case (reservoir compartment) was not confirmed, however, other cosmetic damage was noted during analysis. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer) and reservoir unable to lock into place were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack in the case. The customer reported no adverse events. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer confirmed the location of damage was the reservoir compartment. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1885 was returned for analysis.